Manufacturer narrative:
Tracking #.55235/j. D6: device returned with no lot ID. Based upon inquiry info rec'd, visual examination and functional test, one instrument was rec'd in good physical condition. It was cycled and fired 18 staples in the test foam and 5 staples were dry fired. No anomlaies could be identified during testing. No conclusion could be reached as to how the reported event occurred.

Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported the staples did not form completely. 04/22/1998-the contact person called back with some additional information: date of procedure and surgeon's name and address.